Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that a surgical procedure would take place as there is "something wrong" with the device. The device remains in use; however, need for device replacement was indicated. No patient complications have been reported as a result of this event.